Manufacturer narrative:
Hamilton medical ags reference: (B)(4); hamilton medical ags conclusion: it was reported that on 25 july 2025, during ventilation, a hamilton c6 displayed a black screen when switching to simv+, followed by a restart sequence and a panel connection loss; staff disconnected the breathing circuit to provide manual ventilation with an ambu bag because they believed the device, including the ventilation unit, had shut down, and the device was replaced. Log file analysis showed multiple mode changes and a panel connection lost event with a reconnection, while ventilation continued until the device was manually put into standby; no technical event, no technical fault, and no ambient mode were recorded, and no ventilation core failure was identified. No patient harm or health impact was reported. After several requests, no further information was provided, and the case is considered closed.

Manufacturer narrative:
Hamilton medical ag`s comes to the following conclusion: investigation is ongoing.

Event description:
Hamilton medical ag received the following description based on the current information of the complaint (summary of the reporter): panel connection lost occured during ventilation. Additional device was required. No further clinical signs, symptoms or conditions and no health consequences or impact, were reported. The investigation to verify the allegation is still in progress.